Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 23 apr 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that after the patient pulled out his mic key button on sunday, the patient's parents replaced it. While putting the tube back in place, they noticed green and yellow puss coming out of the stoma. This was reported to the peg nurse, who put the patient on antibiotics to clear up the infection. The nurse also sent out for a smaller mic key button for the patient, which will be used once the infection has cleared. No further information has been provided.